Event description:
The customer called technical support (ts) and reported that the device's front stand screw is stripped out at base, back stand screw is stripped out at cpu cover. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The v60 needs a new base and cpu cover. The customer requests onsite service. The rse created a follow-up work order for onsite service. The customer replaced the base assembly and installed cpu tray and thumbwheels to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.